Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that implant the lead was sensing at 8 mv and is now 1.0 - 2.0 mv. The impedance varied from 750 ohms to 1500 ohms. It was also reported that under fluoro, it appeared the lead had moved. The lead was replaced. No patient complications were reported as a result of this event.